Event description:
Additional information was received from a company representative (rep) reporting that the cause of the inability to aspirate the catheter was not determined. A back table prime was performed per the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID: 8709sc, (serial: (B)(6); product type: 0184-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving clonidine (200 mcg/ml, morphine drug (1 mg/ml), dilaudid (hydromorphone) (20 mg/ml), bupivacaine (5 mg/ml), and fentanyl (200 mcg/ml) via an implantable pump for unknown indications for use. It was reported that the hcp was unable to aspirate the catheter at a normal battery depletion pump replacement today. The patient had allowed the pump battery to die a while back and they were putting a new pump in today. Reviewed that there would still be drug in the catheter after pump battery died; hcp stated they would program a bridge bolus to account for that. They did not suspect that there was any problem with the catheter.

Manufacturer narrative:
H3: 8637-20 pump: analysis determined the pump reached end of service (eos) based on time progression, as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.